Event description:
It was reported that impedance measurements of >40000 ohms were found. All electrode pairs with 11 were high impedance. A loss of therapeutic effect was also reported. Additional info has een requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).